Event description:
A pt reported experiencing inaccurate high fasttake meter. The pt's blood glucose results were 4.8 versus the lab's 3.5 mmol/l. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.